Event description:
The customer contact reported during preventive maintenance testing the "pump is having error code 10/00/000." There was no reported adverse events, no delays in critical therapy while the device was in use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center during the self test the device displayed a 10/000/000 service alarm code with no audible alarm tone and the device was inoperable. This was found to be due to a broken black wire on the beeper pin, which disable the electrical signals to the beeper. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.